Event description:
It was reported in galil's eclipse lung ablation study a patient was diagnosed with pleural effusion (B)(6) 2012, ctace grade 2. Thoracentesis was conducted on (B)(6) of 2012. Event was noted to be related to the cryoablation procedure an is a known potential ae related to the procedure.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pleural effusion is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The patient was treated and the issue was resolved.